Event description:
The reporter did back to back blood glucose tests and got results of 199, 208, 89 and 198 mg/dl. He did not have any symptoms. Reporter did not have new test strips or control solution for testing. On follow-up, reporter stated that he did back to back testing and got results of 178 and 101 mg/dl. Tests were done within 10 minutes, using 2 fingersticks. Reporter stated that he squeezes his finger "quite a lot" to get a blood sample. He did a control solution test that was in range 131 (100-149).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8